Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Lot numbers for the products used are believed to be 6071050 and 6044939.

Event description:
It was reported that during the saline infusion sonohysterography (sis) procedure, the silicone hysterosalpingography injection catheter balloon would not deflate when inside the patient. The user had to forcefully pull to remove the balloon from the cervix causing pain to the patient. There were no other adverse effects reported due to the event and no report of an additional procedure.